Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 347 mg/dl and ketones. Cause of the high bg was unknown. A manual injection was administered and the infusion set was changed multiple times to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended.